Manufacturer narrative:
The investigation determined that discordant negative vitros hbsag results were obtained from a single patient sample processed on the vitros 3600 immunodiagnostic system. A definitive root cause could not be determined. However, sample handling, sample age, and sample storage conditions cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained discordant negative vitros hbsag results ((B)(6)) from a single patient sample processed on the vitros 3600 immunodiagnostic system. The patient sample was considered to be (B)(6) based on results obtained from an alternate vitros analyzer ((B)(6)) and confirmatory testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant negative results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).